Event description:
It was initially reported that the patient experienced a feeling like the implant area was "ripping out of her skin" one day while getting out of bed. The skin became tender and black/blue. Follow up information reported that the implant site became infected and the patient experienced pain, drainage, and cellulitis at the site. The implantable neurostimulator (ins) and lead were explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 3889-28 lot#: v330678 implanted: (B)(6) 2009 explanted: (B)(6) 2012. Programmer model: 3037 serial#: (B)(4).